Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Pyrexia [pyrexia]. Alt increased [alanine aminotransferase increased]. Ast increased [aspartate aminotransferase increased]. Liver abscess findings [liver abscess]. Off label use [off label use]. Case description: initial information received on 02-nov-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient. On (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39 degrees c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6)2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as possibly related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Liver abscess findings (liver abscess). Pyrexia. Alt increased (alanine aminotransferase increased). Ast increased (aspartate aminotransferase increased). Off label use. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient on (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Follow-up information received on 22-dec-2015: the physician reported that prior to tace, the number of tumors was 20-30 (major tumor diameter 5-10 mm) and that the patient already performed one radiofrequency ablation (rfa). The physician also reported that on (B)(6) 2015, the patient underwent tace for hepatocellular carcinoma (hcc). Tace was performed from the main stem of the right hepatic artery with one vial of dc-bead (100-300 microm) loaded with 50mg farmorubicin (epirubicin hydrochloride) for 30 minutes. The whole amount was slowly infused. Contrast x-ray was performed several times during and after the infusion. Embolization site and range: entire right lobe of the liver; degree of embolization (5 heartbeats after contrast medium injection used as a reference for disappearance rate of contrast medium): about 5 heartbeats. After tace, pyrexia up to 38°c was observed for two days and subsequently was lower than 37°c. Mild abdominal pain was observed for two days, but then resolved with the patient making satisfactory progress. On (B)(6) 2015, the patient was discharged and his pyrexia had recovered. On (B)(6) 2015, the patient felt feverish, but his body temperature was not measured, and his infection symptoms were slowly aggravated. On (B)(6) 2015, the patient was admitted to the hospital where CT revealed liver abscess. An antibiotic treatment was given, but no improvement was observed. On (B)(6) 2015, drainage was conducted for the liver abscess. On (B)(6) 2015, the patient was still hospitalized for ongoing drainage. The reporter revised his assessment on pyrexia, alt increased and ast increased from possibly to probably related to dc bead therapy final assessment on (B)(6) 2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Follow-up information was received on 03-feb-2016 from a physician: on an unknown date, the patient recovered from liver abscess. On (B)(6) 2016, transarterial chemoembolization was re-performed without dc bead. No additional information regarding the patient's status was provided. This report is final. Follow-up information was received on (B)(6) 2016 from a physician: on (B)(6) 2015, liver abscess developed in the entire right hepatic lobe and pyrexia occurred. On (B)(6) 2015, the patient was re-admitted to the hospital. Bacterial examination was performed and blood cultures revealed e. Coli presence. On (B)(6) 2015, liver abscess had recovered. The physician also commented that the liver abscess has developed before with similar drugs, but it rarely occurs. He also added that it developed with dc bead for the second time. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as probably related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information received on 03-mar-2016 does not modify the assessment of the case.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Pyrexia [pyrexia]. Alt increased [alanine aminotransferase increased]. Ast increased [aspartate aminotransferase increased]. Liver abscess findings [liver abscess]. Off label use [off label use]. Initial information received on 02-nov-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient on (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Follow-up information received on 22-dec-2015: the physician reported that prior to tace, the number of tumors was 20-30 (major tumor diameter 5-10 mm) and that the patient already performed one radiofrequency ablation (rfa). The physician also reported that on (B)(6) 2015, the patient underwent tace for hepatocellular carcinoma (hcc). Tace was performed from the main stem of the right hepatic artery with one vial of dc-bead (100-300 microm) loaded with 50 mg farmorubicin (epirubicin hydrochloride) for 30 minutes. The whole amount was slowly infused. Contrast x-ray was performed several times during and after the infusion. Embolization site and range: entire right lobe of the liver; degree of embolization (5 heartbeats after contrast medium injection used as a reference for disappearance rate of contrast medium): about 5 heartbeats. After tace, pyrexia up to 38°c was observed for two days and subsequently was lower than 37°c. Mild abdominal pain was observed for two days, but then resolved with the patient making satisfactory progress. On (B)(6) 2015, the patient was discharged and his pyrexia had recovered. On (B)(6) 2015, the patient felt feverish, but his body temperature was not measured, and his infection symptoms were slowly aggravated. On (B)(6) 2015, the patient was admitted to the hospital where CT revealed liver abscess. An antibiotic treatment was given, but no improvement was observed. On (B)(6) 2015, drainage was conducted for the liver abscess. On (B)(6) 2015, the patient was still hospitalized for ongoing drainage. The reporter revised his assessment on pyrexia, alt increased and ast increased from possibly to probably related to dc bead therapy case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as probably related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Updated 21-dec-2015: follow up information was requested to further investigate the event, which as of 21-dec-2015 has not yet been received. A final/follow up report will be sent in 30 working days (i.e. 02-feb-2016). Follow-up information received on 22-dec-2015 does not modify the assessment of the case. A final/follow-up report will still be sent before 02-feb-2016.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use. ]

Event description:
Pyrexia. Alt increased (alanine aminotransferase increased). Ast increased (aspartate aminotransferase increased). Liver abscess findings (liver abscess). Off label use. Case description: initial information received on 02-nov-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient on (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Follow-up information received on 22-dec-2015: the physician reported that prior to tace, the number of tumors was 20-30 (major tumor diameter 5-10 mm) and that the patient already performed one radiofrequency ablation (rfa). The physician also reported that on (B)(6) 2015, the patient underwent tace for hepatocellular carcinoma (hcc). Tace was performed from the main stem of the right hepatic artery with one vial of dc-bead (100-300 microm) loaded with 50mg farmorubicin (epirubicin hydrochloride) for 30 minutes. The whole amount was slowly infused. Contrast x-ray was performed several times during and after the infusion. Embolization site and range: entire right lobe of the liver; degree of embolization (5 heartbeats after contrast medium injection used as a reference for disappearance rate of contrast medium): about 5 heartbeats. After tace, pyrexia up to 38°c was observed for two days and subsequently was lower than 37°c. Mild abdominal pain was observed for two days, but then resolved with the patient making satisfactory progress. On (B)(6) 2015, the patient was discharged and his pyrexia had recovered. On (B)(6) 2015, the patient felt feverish, but his body temperature was not measured, and his infection symptoms were slowly aggravated. On (B)(6) 2015, the patient was admitted to the hospital where CT revealed liver abscess. An antibiotic treatment was given, but no improvement was observed. On (B)(6) 2015, drainage was conducted for the liver abscess. On (B)(6) 2015, the patient was still hospitalized for ongoing drainage. The reporter revised his assessment on pyrexia, alt increased and ast increased from possibly to probably related to dc bead therapy. Final assessment on 27-jan-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Follow-up information was received on 03-feb-2016 from a physician: on an unknown date, the patient recovered from liver abscess. On (B)(6) 2016, transarterial chemoembolization was re-performed without dc bead. No additional information regarding the patient's status was provided. This report is final. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as probably related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU (B)(6) vials and row (B)(6) vials. This report is considered to be final and no further information is expected. Follow-up information received on 03-feb-2016 does not modify the assessment of the case.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Pyrexia [pyrexia], alt increased [alanine aminotransferase increased], ast increased [aspartate aminotransferase increased], liver abscess findings [liver abscess], off label use [off label use]. Case description: initial information received on 02-nov-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient on (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Follow-up information received on 22-dec-2015: the physician reported that prior to tace, the number of tumors was 20-30 (major tumor diameter 5-10 mm) and that the patient already performed one radiofrequency ablation (rfa). The physician also reported that on (B)(6) 2015, the patient underwent tace for hepatocellular carcinoma (hcc). Tace was performed from the main stem of the right hepatic artery with one vial of dc-bead (100-300 microm) loaded with 50mg farmorubicin (epirubicin hydrochloride) for 30 minutes. The whole amount was slowly infused. Contrast x-ray was performed several times during and after the infusion. Embolization site and range: entire right lobe of the liver; degree of embolization (5 heartbeats after contrast medium injection used as a reference for disappearance rate of contrast medium): about 5 heartbeats. After tace, pyrexia up to 38°c was observed for two days and subsequently was lower than 37°c. Mild abdominal pain was observed for two days, but then resolved with the patient making satisfactory progress. On (B)(6) 2015, the patient was discharged and his pyrexia had recovered. On (B)(6) 2015, the patient felt feverish, but his body temperature was not measured, and his infection symptoms were slowly aggravated. On (B)(6) 2015, the patient was admitted to the hospital where CT revealed liver abscess. An antibiotic treatment was given, but no improvement was observed. On (B)(6) 2015, drainage was conducted for the liver abscess. On (B)(6) 2015, the patient was still hospitalized for ongoing drainage. The reporter revised his assessment on pyrexia, alt increased and ast increased from possibly to probably related to dc bead therapy final assessment on 27-jan-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as probably related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU (B)(4) vials and row (B)(4) vials. Updated 21-dec-2015: follow up information was requested to further investigate the event, which as of 21-dec-2015 has not yet been received. Follow-up information received on 22-dec-2015 does not modify the assessment of the case.

Manufacturer narrative:
The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Liver abscess [liver abscess], off label use [off label use]. Case description: initial information received on 02-nov-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported for this patient on (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Follow-up information received on 22-dec-2015: the physician reported that prior to tace, the number of tumors was 20-30 (major tumor diameter 5-10 mm) and that the patient already performed one radiofrequency ablation (rfa). The physician also reported that on (B)(6) 2015, the patient underwent tace for hepatocellular carcinoma (hcc). Tace was performed from the main stem of the right hepatic artery with one vial of dc-bead (100-300 microm) loaded with 50mg farmorubicin (epirubicin hydrochloride) for 30 minutes. The whole amount was slowly infused. Contrast x-ray was performed several times during and after the infusion. Embolization site and range: entire right lobe of the liver; degree of embolization (5 heartbeats after contrast medium injection used as a reference for disappearance rate of contrast medium): about 5 heartbeats. After tace, pyrexia up to 38°c was observed for two days and subsequently was lower than 37°c. Mild abdominal pain was observed for two days, but then resolved with the patient making satisfactory progress. On (B)(6) 2015, the patient was discharged and his pyrexia had recovered. On (B)(6) 2015, the patient felt feverish, but his body temperature was not measured, and his infection symptoms were slowly aggravated. On (B)(6) 2015, the patient was admitted to the hospital where CT revealed liver abscess. An antibiotic treatment was given, but no improvement was observed. On (B)(6) 2015, drainage was conducted for the liver abscess. On (B)(6) 2015, the patient was still hospitalized for ongoing drainage. The reporter revised his assessment on pyrexia, alt increased and ast increased from possibly to probably related to dc bead therapy final assessment on 27-jan-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Follow-up information was received on 03-feb-2016 from a physician: on an unknown date, the patient recovered from liver abscess. On (B)(6) 2016, transarterial chemoembolization was re-performed without dc bead. No additional information regarding the patient's status was provided. This report is final. Follow-up information was received on 03-mar-2016 from a physician: on (B)(6) 2015, liver abscess developed in the entire right hepatic lobe and pyrexia occurred. On (B)(6) 2015, the patient was re-admitted to the hospital. Bacterial examination was performed and blood cultures revealed e. Coli presence. On (B)(6) 2015, liver abscess had recovered. The physician also commented that the liver abscess has developed before with similar drugs, but it rarely occurs. He also added that it developed with dc bead for the second time. Additional information received on 06-apr-2016 and combined with final assessment: the physician reported that the liver abscess is peculiar to dc bead in the facility and that the previously mentioned similar drugs was referring to other embolic agents such as hepasphere. He also confirmed that the liver abscess occurred only once in this patient. The physician confirmed that the patient final diagnosis was liver abscess, and the infective agent was identified to be e.coli. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Liver abscess is considered unlisted according to dc bead current instruction for use. The physician considered the event liver abscess caused by e.coli infection. The company considered also the event experienced by the patient (liver abscess), as related to the product, as its role cannot be excluded. This case is therefore reportable this single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with farmorubicin (epirubicin hydrochloride) is considered off-label use.

Event description:
Initial information received on (B)(4) 2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a (B)(6) year-old male patient. No medical history and no concomitant medication were reported for this patient. On (B)(6) 2015, the patient underwent transcatheter arterial chemo-embolization (tace) with dc bead (bead size, dose, lot number and expiration date not reported) loaded with farmorubicin (epirubicin hydrochloride) 50 mg for a not reported indication. On (B)(6) 2015, the patient was discharged, but pyrexia occurred on (B)(6) 2015 and the patient returned to hospital on (B)(6) 2015. His body temperature increased to 39°c and his aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels increased to 107 and 126, respectively. Although both levels were considered non-serious, the patient was hospitalized for examinations. On (B)(6) 2015, ast had recovered to 36 within the reference range. Alt had decreased to 80, although outside of the reference range, alt increase was recovering. On an unknown date, the outcome of the pyrexia was still unknown. Pyrexia, alt increased and ast increased were considered by the reporter as possibly related to dc bead therapy. The physician also reported that since liver-abscess-like findings were obtained, biopsy was performed and a detailed examination of the specimen conducted. An additional report will be submitted as soon as the result becomes available. The reporting physician considered the increase in the level of ast and alt as non-serious. The company considers the events pyrexia, alt and ast increased and liver abscess serious, since the patient required hospitalization and additional examinations. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Pyrexia, alt increased, ast increased and liver abscess are considered unlisted according to dc bead current instruction for use. The physician considered the events (pyrexia, alt increased, ast increased) as possibly related to the use of dc bead. The company considered also the events experienced by the patient, including liver abscess, as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. Updated 21-dec-2015: follow up information was requested to further investigate the event, which as of 21-dec-2015 has not yet been received. A final/follow up report will be sent in 30 working days (i.e. 02-feb-2016).